Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted (B)(6) 2008; 419688, lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.